Event description:
It was reported that the procedure was cancelled. Vascular access was obtained via the radial artery. A 1.50mm rotapro and a rotapro console were selected for use. During the test period outside the patient, the rotapro advancer was connected to the rotapro console, but the advancer button failed to activate and start the rotation. The rotapro was stuck because of the burr. Consequently, a stall message was displayed on the rotapro console. A new 1.50mm rotapro advancer was then used, but the same issue was encountered. The procedure was not completed and was continued a day later with the same console with no issue. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The advancer, drive shaft, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device found that the handshake connection was bent. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch (ablation button) was pressed, the device was able to rotate, but was unable to reach optimal rpm and abnormal oscillation noises heard during rotation due to the bent handshake connection.

Event description:
It was reported that the procedure was cancelled. Vascular access was obtained via the radial artery. A 1.50mm rotapro and a rotapro console were selected for use. During the test period outside the patient, the rotapro advancer was connected to the rotapro console, but the advancer button failed to activate and start the rotation. The rotapro was stuck because of the burr. Consequently, a stall message was displayed on the rotapro console. A new 1.50mm rotapro advancer was then used, but the same issue was encountered. The procedure was not completed and was continued a day later with the same console with no issue. There were no patient complications.